Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator for pain management experienced issues with the device not functioning in the lower back. The patient reported waking up with significant lower back pain and noted that the stimulation was only affecting the leg rather than the intended area of the back. The patient attempted to adjust the stimulation to the highest setting without success in targeting the back. The patient sought guidance on how to adjust the stimulator to address the issue. The patient was redirected to their healthcare provider for further assistance. Additional information received from the consumer reported that it had been adjusted and was not effective in helping their lower back pain or sacrum. The patient stated they were hopefully having it removed and a pump implanted. The patient reported their ins was removed on (B)(6) 2025 because it wasn't providing relief. Patient stated that they have sciatica and have had it adjusted at different times and it just got to the point where it was not providing the relief they needed. Patient also stated that their pain may have gotten worse over the years. Patient confirmed that they were getting some relief from the device from a combination of the device and pain medication, but they didn't feel that they are getting enough relief. Patient was implanted with a new pain pump.